Manufacturer narrative:
Corrected data: device was not returned as it was retained by the hospital. A review of the device history and complaint history records could not be performed because the device associated with this event was not returned nor was a valid lot code provided. Visual, dimensional and functional analysis could not be performed as the device was not returned the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Retained by the hospital.

Event description:
Patient's left hip was revised due to infection.

Event description:
Patient's left hip was revised due to infection.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown bipolar head. Additionally, an unknown femoral component was reported. Based on the minimal information received, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the evaluation summary will be submitted in a supplemental report.